Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was receiving no delivery alarms while delivering a bolus. The customer stated that she had been receiving excessive no delivery alarms since receiving the replacement pumps a couple of months prior. The customer stated that she had been changing the infusion set or reservoir but felt that the issue may have been with the insulin pump and not the infusion set or reservoir. The customer's blood glucose was 180 mg/dl. Troubleshooting was done. Advised customer that the insulin pump was working as designed. Explained that the alarm was caused by an infusion set or reservoir occlusion. Advised that a replacement insulin pump would be sent. Nothing further reported.